Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device implant procedure, the device (j712/294757) was connected to the chronic right ventricular (rv) lead. However, the rv lead came out of the connector block. A connector block issue was suspected; therefore, a new device (j172/294976) was attempted with the same result. As a result, the rv lead was surgically abandoned and replaced. The second device (j172/294976) remains implanted with a new rv lead. No adverse patient effects were reported.